Event description:
A report was received that the patients ipg kept flipping and was causing discomfort and difficulty in charging. It was also noted that there was erythema and excoriation over the incision site of the battery but there were no signs of infection or skin breakage. The patient underwent an ipg revision procedure and was doing well postoperatively.